Event description:
This report is in response to user facility report mw1035554 reporting a 2005 incident where "tubing blew out at 1000 psi pressure. The male pt., cardiologist and rn were exposed to the contrast.....no harm to the pt." The report identified hospira catalog/list #42431-48 48" high pressure tubing set. Mfg. By ICU medical inc.

Manufacturer narrative:
The MFR's complaints investigation and analysis is summarized below: device status: two (2) 42431-48 devices (one (1) used; one (1) sealed packaged) from lot# 25-171-sn were rec'd. Visual inspection and analysis was performed. The results recorded that on the used, 42431-48 device, identified as sample #1 there was a hole through the tubing near the male connector. The unused/packaged 42431-48 device, identified as sample #2 had no unusual characteristics. Neither device tubing set samples were observed to have splits, slits, rough/grainy surfaces, discoloration, kinks, or embedded bubbles/particulate. Dimensional inspection and evaluation: testing data on the two samples obtained from incoming quality records both samples conformed to the ID and od requirements. Functional tests: sample #1 could not be tested due to the hole in the tubing. Sample #2 was tested and passed the hydrostatic leak test. There were no non-conformances and or out of spec conditions recorded. Complaint analysis: a review of the manufacturing lot records recorded that the product met all applicable product release requirements, including visual, dimensional, and functional (1000 psig hydrostatic leak tests) criteria. The quality engineer's analysis did note that previous investigations of damaged tubing have identified a probable cause of incorrect user technique/application where a high-pressure source (potentially higher than the 1000 psig indicated) was applied to the tubing during use. Conclusion: the reported product problem (ruptured/damaged tubing) was visually confirmed on the one (1) used 42431-48 device. The unused, same lot sample was tested and found to meet all dimensional, functional and performance specifications. The mfgr. Was unable to replicate the reported experience in a laboratory setting. The exact cause(s) of the reported problem are unknown.